Manufacturer narrative:
A review of the device history records for the reported lot number was conducted. All records appear normal and no related quality issues or manufacturing deficiencies were noted. During the initial inspection of the device the insulation was found to have been damaged and peeled in two areas. Two damaged areas found at 3.5 and 4.2 centimeters from the distal end of the cannula. This appears to be due to the cannula being twisted while in the metal needle guide. The array was visually examined and a full even umbrella shape was found. A functional evaluation found that the array would deploy and retract with no resistance to the movement. The continuity of the tines of the array was found to be able to conduct indicating proper connectivity of the device. The distal peeled area in the insulation was also checked for possible continuity and it was verified that current could be conducted through the damage in the insulation. A lot history search was performed and found no other complaint against lot number 9456695. The march 2007 rf probes product family complaint trending chart was reviewed and the product family is at or above the complaint action limit and/or shows a negative trend. A CAPA has been opened to address the damaged insulation issues. This customer complaint condition has been confirmed. The root cause has been determined to be a result of user technique with the metal needle guide. The dfu for the leveen superslim needle electrode warns the user of the following: if a needle guide is used, such as with the leveen superslim needle electrode, carefully advance the electrode through the needle guide, making certain not to bend the needle. Needle guides have edges that can cause damage to or removal of portions of the insulation on the needle electrode. A break in the insulation may result in tissue burns along the length of the electrode.

Event description:
The complainant reported that the physician was preparing a male patient (age unk) for a therapeutic radiofrequency ablation (rfa) of the liver. The incision was made and with the aid of a metal attachment the physician attempted to insert the device to the lesion, but found it difficult to advance the device to the target lesion. During this step the needle's insulation began to peel. The doctor then obtained another device and the procedure was successfully completed without further problems. The complainant reported that there was no adverse effect on the patient as a result of the reported malfunction.